Event description:
The reporter stated the technician noted that a cc4204bf collamer single piece lens was scratched when removed from the vial. The lens was not loaded or used and there was no pt contact. The reporter stated they felt the lens was rec'd scratched.

Manufacturer narrative:
Evaluation results - a lens work order search was performed, and no similar complaint was found.